Event description:
On (B)(6) 2009, the representative stated that the surgeon was applying a lot of force and broke the instrument. Additional information received from the sales representative on 28 sep 2009: the patient underwent revision surgery on (B)(6) 2009, to remove hardware and add adjacent level construct. The patient had very hard bone and there was a noticeable amount of scar tissue in the area. As the surgeon was adjusting a pedicle screw and trying to twist the screw further into the pedicle the sequoia instrument, he was using cracked. The surgeon then took the sequoia modular screwdriver which also cracked. There were no pieces to remove. The surgeon did not adjust the screw again and left it as it was. The sales representative reported that the screw position was fine.

Manufacturer narrative:
Product is an instrument and not implantable. A review of the device history record indicates the part met specification. Visual examination of the returned instrument indicates the hex mating tip is cracked. The report indicates the patient had very hard bone and the surgeon applied excessive force on the driver in an attempt to advance the screw when the driver cracked.